Event description:
The customer reported that the system would lose the live image on the left monitor during fluoroscopic x-ray. No pt injury was reported.

Manufacturer narrative:
The ge service rep performed an onsite investigation. The service rep replaced the left monitor. The system was tested and found to be working as intended and put back in service.